Manufacturer narrative:
The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an issue with inadequate docking where the vacuum was not enough, and the patient interface filled with fluid during a lasik flap procedure. A gas breakthrough into the sub epithelial space and exfoliated the epithelium in one eye. Both eyes are not cut fully in several places due to the presence of water in the interface. The surgeon further indicated, the flap was difficult to lift in the right eye, and required using crescent blade and forceps as well as vitreoretinal scissors however, it was lifted and the surface of the bed cut was smooth. The surgeon observed the flap had an orange-peel like appearance in both eyes, on the right it was more intensive than the left. The surgeon stated the excimer laser ablation and early postoperative healing process were unremarkable, and the outcomes appear good. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.